Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) device exhibited variations in capture management. Output was increased. The device remains in use. No further patient complications have been reported as a result of this event.